Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. The returned device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. At 14mm from the tip moving proximally for a length of 14mm, the balloon has a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. A 20mm x 3.25mm nc quantum apex balloon catheter was advanced for post dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 20mm x 3.25mm nc quantum apex balloon catheter was advanced for post dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device and there were no patient complications reported.